Event description:
It was reported that the patient underwent an alif l4-5 and l5-s1 to treat lumbar spondylosis of l4-s1. Per the operative notes, the patient "is previously status post an l4-s1 posterior lumbar interbody fusion who has had intractable back pain since that time" concern or questions about possible non-union versus delayed union. At the l5-s1 interspace was noted to be a tremendous amount of inflammation, such that the iliac vessels and midpresacral vein were morbidly adherent to the ala which was also quite thickened and inflamed. There was no obvious sign of infection, purulence, etc. - at the l5-s1 level, we were able to perform a discectomy. There was enough distance between the cages. Also, I was able to explore the disk space and remove one of the cages which did appear to have bone forming inside it. It was, therefore elected to leave all the remaining cages alone after exploring that bone fusion potentially within the cage. We were then able to place a capstone 14 mm cage under c-arm guidance with bmp impregnated sponge directly between the posteriorly placed into cages. We were then also able to place a synthes atb plate, "identical procedure was then performed at the l4-5 level." There were no noted complications. (B)(6) days after the alif, the patient presented with low back pain. Mr scan of the lumbar spine found "patient's hardware is radiologically stable compared to [prior study] (B)(4). Left l5-s1 neural foramen is likely at least mild to moderately stenotic. No central canal stenosis is visualized. Exam is overall limited because of significant susceptibly artifact from patient's hardware."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.